Event description:
According to the reporter, one month after the central venous catheter set was implanted, the red (arterial) luer connector showed cracks and had a leak. No instrument was used to loosen or tighten the device. Tego was not utilized. There was nothing unusual observed on the device prior to use. No other products were being utilized with the device. Besides the reported issue, there were no other visible defects or damages found on the product at the time of the event. The catheter was repaired, and as a remedial action, the luer adapter was replaced. The treatment was able to continue and complete after the remedial action. No medical intervention or treatment was required as a result of the event. There was no blood loss. No blood transfusion was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, one month after the central venous catheter set was implanted, the red (arterial) luer connector showed cracks and had a leak. No instrument was used to loosen or tighten the device. Tego was not utilized. There was nothing unusual observed on the device prior to use. No other products were being utilized with the device. Besides the reported issue, there were no other visible defects or damages found on the product at the time of the event. The catheter was repaired, and the luer adapter was replaced. The treatment was able to continue and complete after the remedial action. No medical intervention or treatment was required as a result of the event. There was no blood loss. No blood transfusion was required due to the event. There was no reported patient injury.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was not returned, but a photo was available for evaluation. Visual inspection noted that one catheter, with a crack on the threads of its arterial luer adapter. There appeared to be no other abnormalities with the device. It was reported that the luer adapter was leaking. The reported issue was confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.